Event description:
A report was received from a pt through ((B)(4)) that indicated she had a battery malfunction. The pt was a (B)(6) female with chronic pulmonary heart disease who had received tyvaso (treprostinil) since (B)(6) 2011. In (B)(6) 2012, the pt charged the battery. On (B)(6) 2012, when she put the battery in the device, it "sounded like the battery was already dying." When she removed the battery there was a burning smell. Also, the yellow light which is lit when the battery is charging was lit even though the battery was not plugged into anything. MFR date: 07/2010. Consumer reporter details withheld.